Manufacturer narrative:
(B)(4) review of several still angiograms images during implant has been done. The images revealed that the bifurcate was brought up the right side and implanted just below the renal arteries. The proximal neck and the iliacs appeared essentially straight l-r. After deployment of the bifurcate the approximate proximal stent graft diameter was 27mm. The ipsilateral limb was extended into the distal right common iliac artery, and the contra limb was placed proximally from approximately 1cm below the flow divider and distally into the left common iliac artery. With the angiogram injector positioned just above the suprarenal stents no endoleak was seen, both limbs were patent, and no obvious stent graft issues were observed. Several still images with the angiogram catheter pulled down into the aortic body revealed contrast outside the stent graft from various locations. The contrast was seen from the level of the flow divider to the gate, primarily on the patient¿s right/ipsilateral side. The strongest contrast appeared to be coming from the right side just below the bifurcate covered stent 5 (at the flow divider) and 1cm lower between the first 2 stents on the ipsilateral limb. Review of a 6 second video during an angiogram injection shows that the injector tip was placed at the level of the flow divider pointed to the lateral-right side of the ipsilateral limb origin. Contrast was seen flowing across the fabric (between the stents) near the injector. Contrast blush was also seen just distal to the flow divider along the ipsilateral limb. The final still image confirmed that an endurant aui was implanted at the level of the bifurcate via the right/ipsilateral limb; bypassing the left/contralateral limb. The endoleak appeared to have resolved. The exact type and cause of the endoleak could not be determined. Although a type iii fabric endoleak cannot be ruled out, it appears more likely that this was a type IV endoleak. Both a type iii fabric and type IV endoleak could have resolved after relining the ipsilateral limb with an aui stent graft.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 68 mm diameter abdominal aortic aneurysm. It was reported that after the stent graft was implanted in the final angiogram the physicians detected a possible type iii fabric, endoleak. The physician stated the cause of the endoleak as device related. The bifurcated stent graft was converted to an aui and the physician implanted and aui 25x14x102 endurant and the endoleak was successfully resolved. A fem-fem bypass was performed after the aui was implanted. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Recall of unused product only. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Per the physician, the patient is doing fine and no new events were reported.